Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of an interlink buretrol solution set came apart from the burette chamber. This occurred during infusion of lactated ringers solution. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: visual inspection of the returned sample noted that the drip chamber was separated from the burette chamber. The reported condition was verified. Microscopic examination of the drip chamber tubing (at the interface of the separated components) identified only a trace of solvent. The separation was determined to have occurred due to the insufficient solvent; however, the cause of the insufficient solvent was not determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.